Event description:
The customer reported a clear leak from the probe of the coulter act diff analyzer during startup. The volume of the leak was about 5 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found the probe wipe rinse block was dirty. The customer replaced the probe wipe, which repaired the leak. The repairs were verified per established procedures. (B)(6).